Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient was not satisfied with position of the inflatable penile prosthesis (ipp) pump. Physician freed up pump and replaced it. No patient complications related to device.